Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 343 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation was unable to determine an assignable cause.

Event description:
It was reported that a spectrum pump displayed system error 343 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.